Event description:
Patient implanted (B)(6) 2012 with clickx construct for plif at l4-s1, returned to surgeon on an unknown date complaining of new onset of pain. Exam and x-rays on unknown date revealed that the right side rod had become dislodged from the s1 screw, causing the opal spacer at l5-s1 to migrate posteriorly into the spinal canal. Surgeon removed 6 clickx pedicle screws, 2 rods, 6 locking caps, 6 polyaxial heads and 1 opal spacer. The second opal spacer remained implanted at l4-l5. Surgeon revised to globus revere product. This is 1 of 4 reports for this event.

Event description:
This is 1 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Mni, mnh, kwp, kwq. Additional information. Additional information. A file review was performed and it was discovered the manufacturing evaluation was not reported: the relevant dimension can not be inspected after the parts are assembled and a disassembling of the parts is impossible. The review of the manufacturing records has shown that the parts were according to the specification back then. Also the devices did pass the function test during the pd evaluation.

Manufacturer narrative:
A product development evaluation was conducted. The implantation techniques that were being used to implant these devices are unknown. In addition to visual inspection of the as-delivered condition, the pd evaluation involved assembling the complaint items together. All implants assembled to each other as intended. The implantation techniques that were being used to implant these devices are unknown. A definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with these implants. The manufacturing documents for all mentioned lots were reviewed and no complaint related issues were found.

Manufacturer narrative:
Lot numbers of returned product: 7597981, 7510659, 7605547, 7674185, unknown lot number. Six (6) 3-d heads were returned with this complaint. It is not known which 3-d head goes with this complaint. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.